Event description:
This is report 4 of 4, for the transfer set in this event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event, on the same day as the onset. However, the treatment was not reported. The patient was discharged from the hospital the next day. The patient had recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).